Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer smelled insulin and it was thought that insulin may be leaking. The customer stated that the back of the pump had a thumb-size dent and was not sure if this could be impacting the pump performance. The customer did not know what caused the dent. The customer's a1c had increased from 7 to 10.8 with ketones and a bolus via the pump was delivered to address the a1c. Tandem technical support informed the customer that the location of the dent was not located near the cartridge or pump screen and was not impacting the ability to interact with the pump or change the cartridge. The location of the dent would not cause leaking of insulin. The customer declined further troubleshooting and the customer's healthcare provider would be providing bg management.